Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter 5.5 cm cuff, pump, and balloon removed due to atrophy and incontinence as a result of fluid loss from a hole in the cuff . A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon was implanted. Following the replacement surgery, the patient fully recovered.